Manufacturer narrative:
Correction to h3 device evaluated by manufacturer? From "none selected" to "yes".

Manufacturer narrative:
The device was received and the soft cannula was observed to be kinked. It could not be determined when the kink occurred. Despite the kink in the cannula, insulin was still able to pass through the fluid path and exit the distal tip of the soft cannula. Timeouts were seen in the device data. No hazard alarms were generated. The device was reset and activated with a pdm. A bolus of 5 units was delivered. Timeouts were replicated in the device reset data. The batteries were measured to be low power. The device was reset and powered using a power supply. A bolus of 5 units was delivered. The second device reset data did not replicate the timeouts. It could not be determined if the low battery power contributed to the reported event.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 36 and 48 hours on the leg. No information was provided on how the hyperglycemia was treated.